Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. However, two unused samples were returned for evaluation. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. The complaint cannot be confirmed for sheath catheter tip mechanical damage per the information received .based on the information given, the exact root cause of the event cannot be determined, although it is likely that the sheath tip was damaged due to high resistance. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician attempted to insert the destination guiding sheath to the artery after the dilator was set to the guiding sheath, however, it was difficult to insert the guiding sheath due to high resistance. The physician, therefore, withdrew the guiding sheath. The tip of the guiding sheath was found to be deformed, and this made the guiding sheath difficult to be inserted. The guiding sheath was not used, and replaced with a competitor's guiding sheath to continue the procedure. The procedure was successfully completed. The blood loss was less than 250cc's. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices, or equipment used with the reported product.